Event description:
It was reported that the patient was in constant current mode, but had never been programmed in constant current mode, only in voltage mode. The reason for the change was unexplained, as the patient would be unable to change the mode using the patient programmer. The reporter stated that it was thought that another group may have been accidentally programmed in constant current mode or the patient may have gone to a different clinic or programming appointment between the previous session and current session with the health care provider (hcp). It was later reported that the hcp was unsure if he had accidentally programmed the device in constant current mode or if there was another cause. It was noted that the hcp was watching for any further instances.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# j0421486v, implanted: (B)(6) 2004, product type: lead; product ID 3389-40, lot# j0401952v, implanted: (B)(6) 2004, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).